Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 5.00mm / 2.0cm / 135cm peripheral cutting balloon was advanced for dilation. During the procedure, on the second inflation at 6 atmospheres for 30 seconds, the balloon ruptured in a vertical form. The device was removed without any problem and with no damage observed. Another of the same model was used to complete the procedure. No complications reported, and patient status was good.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis and underwent a visual and tactile examination. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 8mm distal of the proximal markerband. An examination of the balloon material and markerbands identified no issues. There were no damages on the tip or blades. All blades were present and fully bonded to the balloon surface. There were no kinks or damages noted on the shaft of the device.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 5.00mm/2.0cm/135cm peripheral cutting balloon was advanced for dilation. During the procedure, on the second inflation at 6 atmospheres for 30 seconds, the balloon ruptured in a vertical form. The device was removed without any problem and with no damage observed. Another of the same model was used to complete the procedure. No complications reported, and patient status was good.